Event description:
Consumer called to report that he has a crack on the right hand side of his shower chair. In speaking with the reporter it was learned there is no ill effect and that the device is being replaced.